Event description:
During a farapulse ablation, a farawave device was selected for use. Upon completion of the final application, the physician observed that the guidewire was lodged in the catheter and could neither be advanced nor withdrawn. As the procedure was concluded, the physician opted to withdraw both the catheter and guidewire together. Once removed from the patient's body, it was confirmed that the guidewire was indeed stuck, with no evidence of tissue entrapment. No patient complications were reported. The device is expected to be returned for further evaluation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted.

Event description:
During a farapulse ablation, a farawave device was selected for use. Upon completion of the final application, the physician observed that the guidewire was lodged in the catheter and could neither be advanced nor withdrawn. As the procedure was concluded, the physician opted to withdraw both the catheter and guidewire together. Once removed from the patient's body, it was confirmed that the guidewire was indeed stuck, with no evidence of tissue entrapment. No patient complications were reported. The device is expected to be returned for further evaluation.